Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During failure investigation of the returned gas delivery system (gds) found that the unit is alarming low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
The part was returned for further investigation and the reported problem of air flow accuracy failed confirmed in addition to e/c 1203 generated due to an out of specification component u1 on the air flow sensor board.